Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text: device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using cold insulin, and reusing the cartridge for 2 weeks. Tandem clinical support informed customer that using cold insulin, and reusing the cartridge for 2 weeks, is off label per the user guide. Customer continued to use the pump for insulin therapy, and has manual insulin injections if needed. There was no reported adverse impact to customers blood glucose (bg) level.